Event description:
Spontaneous call: pump malfunctions: sn (B)(4): when syringe goes and the black cap is put on. The pump doesn't register that syringe has already been placed. Sn (B)(4): it runs temporarily and every now and then. It asks to load the syringe even though it's already loaded she then pushes the button to continue the infusion and it runs again. Both to be replaced. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver.